Event description:
The following article was received based on a literature review: article: semi-autologous corneal transplantation with simultaneous bilateral surgery: a case report a case report was done to describe a case of semi-autologous corneal transplantation with bilateral surgery using two operating microscopes simultaneously. An 86-year-old man has a history of gdd implantation in his right eye using the baerveldt glaucoma implant (abbott medical optics) due to high intraocular pressure. At the time of presentation, the patient was complaining of decreased vision in his right eye, slit-lamp examination of the right eye revealed an edematous corneal graft, and mild chronic-appearing vitreous opacities were observed during fundoscopic examination. A decision was made to proceed with transfer of the clear castroviejo graft from the left eye to the right in a semi-autologous contralateral autologous penetrating keratoplasty (apk) and a simultaneous allogeneic penetrating keratoplasty (pk) in the left eye as treatment. A copy of the article is provided with this report.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact date not provided. Article acceptance date: 29 june 2023. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: n/a, glaucoma implant remains implanted. Section h3: the implant was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: kounatidou,n.e., kopsini, d., gibbons, a., crane, a.m., palioura, s., alfonso, e.c.; case rep ophthalmol 2023;14:pp. 439¿447 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.